Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ffb & gib pcbs were reseated. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system would not make x-rays. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.